Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that she just attended training today and then when she went home, she tripped for the barrier and fell, due to which that the pump hit the ground and she took off the pump, the infusion set's tubing came apart in the middle. No further information was available.

Event description:
On 28-feb-2023 ss: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned used device (1 set) showed that tubing was found damaged (completely cut at the middle). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient reported that she just attended training today and then when she went home, she tripped for the barrier and fell, due to which that the pump hit the ground and she took off the pump, the infusion set's tubing came apart in the middle. No further information was available.